Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during a device check the atrial lead exhibited increase in threshold, and adjustments to the device settings were made. The atrial lead remained in use, and the patient monitored via follow up visit. During the follow up visit it was reported that the atrial lead exhibited high threshold in unipolar mode, and was scheduled for revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008. (B)(4).